Event description:
(B)(4). My device was provided by my insurance, I have suffered with severe joint pain, ive had several MRI's and bone density scans, im vitamin b12 and vitamin d insufficient, ive suffered from depression and was placed on medications, I suffer from extreme fatigue, insomnia, metallic taste in my mouth, mental fog, forgetfullness, mood swings, suicidal thoughts, pelvic pain. Irregular menstrual cycle,hair loss, numbness and tingling in my legs and arms. Low iron.